Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (on the lower abdomen) while wearing the device. The patient sought medical attention and was prescribed an antibiotic of which the patient does not remember the name. The patient ended up discarding the pod and it will not be returning for investigation.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.